Manufacturer narrative:
Initial reporter's state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic pancreatic duct stent placement procedure in the pancreatic duct, performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was tried to insert into the pancreatic duct, the guide catheter was able to pass through the stenosis part however, the stent was unable to cross the pancreatic duct. Due to this, the advanix pancreatic stent was flattened so it was removed from the patient. The procedure was successfully completed with a different pancreatic duct stent. There were no patient complications reported as a result of this event.